Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no other issues besides what the customer reported. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, e207 (emergency lamp is blown or failed) on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e207 was likely caused by the halogen lamp burning out. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before and during the diagnostic procedure. Despite the error, the procedure was completed without delay. There was no harm to the patient.